Event description:
A low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that her glucose alarm limit was set at 4 mmol/mol (low) and 9 mmol/mol (high) however, the sensor failed to alarm when her glucose was low. As a result, she experienced symptoms described as ¿not clear¿, sweating, and a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of cola and ice. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "beginning of november". All pertinent information available to abbott diabetes care has been submitted.